Event description:
Essure placed in (B)(6) 2007 by dr (B)(6). Expulsion of r coil in 2007 through vaginal opening. Confirmed hsg test that both sides were occluded. Positive pregnancy in (B)(6) 2009, delivered on (b)(66) 2009. Complications throughout includes chronic pelvic pain, heavy periods, painful intercourse, uterine polyps, ovarian cysts, pregnancy, weight gain, abdominal swelling, inability to sit or stand for short and long periods at a time, expulsion of r coil, displacement of left coil into uterus, constant metal smell, constant year infections, emotional, physical, and psychological distress. Left coil was supposedly removed on (B)(6) 2013. CT scan on (B)(6) 2013 confirmed it was still in place. I was seen by a second doctor who eventually had to perform a total hysterectomy on (B)(6) 2014.